Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock, and the right ventricular (rv) lead exhibited noise and an apparent fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.